Event description:
During a surgical procedure to move the neurostimulator from the pt's right to the left, the lead was tunneled over to the opposite side. When the lead was reconnected to the device, the set screw would not "set." The physician was unable to get the connection set and a new neurostimulator was then implanted with success.

Manufacturer narrative:
(B)(4).